Manufacturer narrative:
Approximate age of device ¿ 4 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient underwent heart transplant on (B)(6) 2018. Reportedly, there were no device issues leading up to transplant. However, the healthcare professional was unable to provide any clinical information related to the event.

Manufacturer narrative:
Device evaluation: during the evaluation of the returned device, heartmate ii lvas, serial number vad-14725, thrombus was observed surrounding the rotor¿s bearing ball. . The pump was returned assembled with the percutaneous lead (driveline) cut approximately 2.5inches from the pump housing and the distal portion of the driveline was returned in two segments measuring 5 inches and 25 inches, respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft, sealed outflow graft bend relief, and sealed outflow graft bend relief collar were also returned attached to the device. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of adhered depositions or thrombus formations. The device appeared to have been treated with a fixative. Examination of vad-14275 upon disassembly revealed a thrombus formation surrounding the rotor¿s bearing ball. Its laminated structure and areas of denaturation indicated that this thrombus likely formed over an undetermined period of time while vad-14275 was supporting the patient. The remaining blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.